Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence, but there was no adverse impact on the customer's blood glucose level. The customer resolved the issue independently earlier in the day by changing the infusion set and cartridge, resuming insulin therapy.